Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated no intervention planned to take place at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately five days later we received information the shock impedance was again exhibiting high measurements greater than 125 ohms. The physician planned to continue to monitor the issue.

Manufacturer narrative:
Additional information received indicated that the patient received two 26 joule (j) shocks for ventricular fibrillation (vf). The shock impedances of the first delivered shock was 111 ohms and the shock impedance of the second delivered shock was 114 ohms. However, the shock impedance was tested in clinic multiple times with low energy, and the shock impedances reported were all greater than 125 ohms. The local area sales representative inquired about the discrepancy between the reported measurements for the low energy and the high energy. A boston scientific technical services consultant discussed that the delivery of high energy is the best way to measure the lead integrity. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were exhibiting high shocking impedance measurements greater than 125 ohms. A boston scientific technical services consultant recommended performing a low and a high energy shock to verify the integrity of the system. To date, there have been no adverse patient effects reported.